Event description:
The health management sent today a report in which informs stryker that: "it was noticed a difference in the expiration date reported in the external pa compared to the internal one." The customer added to have informed our ca about the event and that the devices are available in case the ministry of health needs to investigate them. Updated info (B)(4) 2012: the customer was contacted. Dr (B)(6) reported that there is discrepancies on all the cements regarding the expiry dates. After an inspection of different types of cements we noted that the powder and the liquid sometimes have the lot codes and expiry dates, but sometimes these info are not available. After a call with the MFR, the expiry date creation process was clarified but remain the issue related to the missing info regarding the expiry dates on the internal components.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.